Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with an emerge balloon catheter. No patient complications were reported and the patient's status was good.